Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, to place the magnet back in the socket. Upon inspection during revision surgery, the magnet had gone back into place without further manipulation. Subsequently, the incision site was closed. The implanted device remains. This report is submitted march 10, 2017.

Manufacturer narrative:
This report is submitted on february 15, 2017.

Event description:
Per the clinic the patient experienced pain, swelling and a dislodged magnet during an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. Revision surgery to reposition the magnet is planned but has not taken place as of the date of this report.